Manufacturer narrative:
Per the complaint history review (chr), this is the first complaint reported for this lot number. One peg safety infusion 20f kit, along with alleged foreign material in separate sealed package was received for evaluation. Visual evaluation was performed, and the foreign material appeared to be a segment of plastic tubing approximately 3.5 cm in length. The investigation is inconclusive for foreign material as the device was not returned in its original sealed tray and it is unknown where the alleged foreign material could have come into the packaging of the kit. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 006036 feeding device allegedly had foreign material on the shaft of the device. The foreign material was removed and placement of the device was completed. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.